Event description:
Additional information received reporting the "patient was placed on crrt and has also had a fever with no positive culture results. Unsure on how long this fever has been ongoing, but longer than just today."

Manufacturer narrative:
B5: additional event description added. D1: brand name corrected. D4: serial corrected.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a 50-year-old male developed post cardiotomy cardiogenic shock after valve surgery. An impella 5.5 was placed for support in addition to va ECMO and intra-aortic balloon pump (iabp). Impella in aorta alarms present post operatively despite impella position confirmed on echo to be satisfactory. The iabp was removed followed by va ECMO. Continuous renal replacement therapy (crrt) was initiated post operatively while listing the patient for transplant. The patient developed a persistent fever; cultures were negative. He was trach for ongoing mechanical ventilation support. Despite ongoing support, care was withdrawn on (B)(6) 2025.